Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels reaching over 300 mg/dl. Customer stated elevated bg's are due to forgetting to deliver a bolus for a soda they drank. Customer delivered a bolus to stabilize bg levels.